Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. The breathing control printed circuit board (pcb) was replaced according to the recommendations in the service manual and was returned for further investigation. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation on the reported date of event (B)(6) 2022. After that, a technical error code indicating startup control/communication error appeared after every system power-up and ventilation could not be started. The visual inspection of the returned control pcb showed no anomalies. The control pcb was installed in the reference ventilator and the startup error code was immediately reproduced. It was not possible to start ventilation. Electrical measurements on the returned control pcb showed that the signal for disabled valves was always active, why ventilation couldn't be started. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The conclusion is that the reported problem was confirmed during the investigation. This is considered a rare/occasional component failure although the faulty component was not identified.

Event description:
Manufacturer's ref. #: (B)(4).